Event description:
It was reported that an electrical reset occurred on implanted device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on march 25 2010, the device recorded a critical ram parity error power on reset. Performance data information is consistent with the reported event of a power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6)2010 at 09:27:27, the device recorded a critical ram parity error power on reset.